Event description:
Healthcare professional reported "capsular contracture baker grade unknown and exchange of textured devices due to patient's concern with product". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ anxiety-product-procedure: unable to confirm as it is a medical event not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown and exchange of textured devices due to patient's concern with product". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown and exchange of textured devices due to patient's concern with product". This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.